Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed and the patient was in stable condition.